Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted concurrently with vaginal hysterectomy. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with the concurrent procedure hysterectomy due to uterine prolapse and sui with hypermobility to bladder neck.

Manufacturer narrative:
Date sent to the FDA: 09/16/2013.